Event description:
Device malfunction: filter basket entanglement. Time of malfunction: during the procedure. Symptoms: none. It was reported that, during a rica stenting procedure, there was a problem retrieving the filter basket. A portion of the target lesion was in the bifurcation of right internal carotid artery. The artery was 80 stenosed and non-tortuous. The lesion had heavy calcification. The acculink stent was imp at the target site and post-dilatation was done without problem. The accuent was completely retrieved, intact, in the recovery catheter and as it was being pulled back through the stent, the filter basket came out of the recovery catheter and caught on the stent. The operator attempted to recapture the filter using the recovery catheter, but was unsuccessful and the shuttle sheath was advanced to successfully retreive the filter. During the course of the retreival attempt, the stent prolapsed on itself so that it appeared the stent was only 30 mm long. Although the stent appeared to be apposed to the vessel wall, the operator planned to do balloon dilatation of the prolapsed stent, and therefore, tried to insert a new accunet filter for protection. This filter would not advance through the lumen of the stent, but went through the struts. At that point the procedure was concluded. There was no reported injury and no add'l info available.